Event description:
On post operative day 4 ((B)(6) 2025), site reported an adverse event (ae) of false lumen thrombosed, with improved expanded true lumen extending from the proximal ascending aorta to the proximal abdominal aorta, at the level of l1 vertebral body. Patient outcome: the thrombosis is ongoing, unresolved with no treatment and is ongoing at time of reporting. The adverse event is considered moderate in severity. The subject continued in the study. Concomitant medications include aspirin, labetalol and nicardipine.

Manufacturer narrative:
Manufacturer narrative: clinical code: 4440 - thrombus/ thrombosis - on post operative day 4 ((B)(6) 2025), site reported an adverse event (ae) of false lumen thrombosis. Impact code: 4648 - insufficient information - the adverse event is ongoing at time of reporting; however, the current patient outcome is to be confirmed. Device problem code: 3190 - insufficient information - an adverse event appears to have occurred but there is not yet enough information available to classify the device problem. Component code: 4755 - part/component/sub-assembly term not applicable type of investigation: 4110 - trend analysis: a 4-year review of similar complaints thoraflex hybrid /occlusion thrombosis events will be performed. 4111 - communication interview: additional information has been requested from the site. 3331 - analysis of production records: a review of the manufacturing and quality control records for this batch confirmed that the product was manufactured to specification. 4117 - device not returned: device remains implanted investigation findings: 3233 - results pending completion of investigation. Investigation conclusion: 11 - conclusion not yet available as investigation is ongoing.

Manufacturer narrative:
Manufacturer narrative: clinical code: 4440 - thrombus/ thrombosis - on post operative day 4 ((B)(6) 2025), site reported an adverse event (ae) of false lumen thrombosis. Impact code: 4648 - insufficient information - the adverse event is ongoing at time of reporting; however, the current patient outcome is to be confirmed. Device problem code: 3190 - insufficient information - an adverse event appears to have occurred but there is not yet enough information available to classify the device problem. Component code: 4755 - part/component/sub-assembly term not applicable type of investigation: 4110 - trend analysis: a 4-year review was performed; occurrence rate was less than (B)(4). No trend requiring action at this time. 4111 - communication interview: additional information has been requested from the site. 3331 - analysis of production records: a review of the manufacturing and quality control records for this batch confirmed that the product was manufactured to specification. 4117 - device not returned: device remains implanted investigation findings: 4247-appropriate term/code not available- the complaint has been voided following confirmation from the site that the adverse event was reported to terumo aortic in error. As a result, no investigation or vigilance report is required, and the complaint has been formally closed. Investigation conclusion: 4316 - appropriate term/code not available- the complaint has been voided following confirmation from the site that the adverse event was reported to terumo aortic in error. As a result, no investigation or vigilance report is required, and the complaint has been formally closed.

Event description:
Extend-001 (nct05639400), patient 015-021, on post operative day 4 (17 feb 25), site reported an adverse event (ae) of false lumen thrombosed, with improved expanded true lumen extending from the proximal ascending aorta to the proximal abdominal aorta, at the level of l1 vertebral body. Patient outcome: the thrombosis is ongoing, unresolved with no treatment and is ongoing at time of reporting. The adverse event is considered moderate in severity. The subject continued in the study. Concomitant medications include aspirin, labetalol and nicardipine. The adverse event has been reported to terumo aortic in error. Investigation will not be applicable and hence no vigilance report will be required. This report is being submitted as follow up #1 for manufacturing report number 9612515-2025-00039 to provide event closure information for tag0220.